Manufacturer narrative:
(B)(4). Investigation summary: the device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized and it did activate. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. It is possible that the noise heard could be the I-blade getting broken. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, there was a large cracking noise when the surgeon was using the device. He was unable to open the jaws fully after, not functioning. Another device was used to complete the procedure. No patient consequence reported.